Event description:
Customer states she received a button error alarm. Customer's blood glucose was 272 mg/dl. After troubleshooting, customer was advised insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with an intermittent button response due to corroded keypad traces. No button error alarm, no ramping numbers or scroll bar moving on its own noted. Insulin pump received with cracked reservoir tube lip and cracked belt clip slot.